Manufacturer narrative:
Device evaluated by manufacturer. The product pertaining to this complaint was not returned for evaluation however, the lens was returned and visual inspection found one haptic torn. A piece of the lens optic and the other haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: based on the complaint history and the evaluation of the returned product, a likely root cause of the event has been determined to be due to the foam tip plunger.

Event description:
The reporter stated the surgeon attempted to insert a +27.0 diopter cc4204bf collamer single piece lens, but the foam tip plunger overrode and tore the lens. There was no pt contact. The reporter stated the cause of the iol damage was due to the foam tip plunger.